Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-07: information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having pain in their back and the issue began at the end of last year in (B)(6) 2024. Patient stated when they were charging the implant it felt painful and now during the day the pain was coming and going on the left side where the implant was. Patient noted they usually had pain on the right side but now it was on that area underneath or next to it. Patient mentioned they were trying to make an appointment with their doctor. Patient services reviewed role of a manufacturer representative (rep). Agent informed patient a list of physicians can be provided to them if they were looking for another hcp. The patient was redirected to their healthcare provider to further addr ess the issue. No device issue was reported. On 2025-mar-31: additional information was received from patient who reported the pain at their implantable neurostimulator (ins) felt like a sharp electrical shock as well as a burning sensation from inside their body. They state they had an appointment on march 17th with their healthcare provider (hcp). They do not know of any contributing factors for this new pain at their ins. They state after meeting with their hcp they have plans to replace their ins but for now they are taking pain medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.